Event description:
Humidifiers noted to have large amount of condensation, taken to lab and cultured. Growth rare coagulase negative staph species; rare bordetella bronchioeptica; rare pauteurella, multocida, rare erysipelothrix species. No injury.